Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for atrial fibrillation, fast flutter and fast reposed. Chest infection. Event is serious and is considered moderate. Event is definitely not related to device and definitely related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2020, (right knee). Treatment: oral medication.